Event description:
It was reported that the patient suddenly went into ventricular fibrillation (vf) during the implant of the right ventricular (rv) lead. External defibrillation was needed to regain sinus rhythm, and as this contaminated the surgical wound the lead had to be replaced. There was no allegation of product malfunction. The patient was stable post-operation.